Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to hole in tubing. All components were explanted and replaced. Additional information was received. Hole in tubing was visible after explant. The hole is suspected to be caused by consistent usage. Device would not inflate.